Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the image guide (ig) is sticky and there is no electrical continuity due to corrosion on distal end. Based on the results of the investigation, it suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the image guide (ig) is sticky and there is no electrical continuity due to corrosion on distal end. There was no patient involvement.